Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
During acetabular impaction bone graft surgery, the drill bit broke and was left inside the patient when drilling 2nd screw hole. Since it was impossible to retrieve the broken drill bit, the surgery was continued with another drill bit.

Manufacturer narrative:
The reported event that drill bit ø2.5x125mm ao fitting was alleged of 'breakage during surgery' could be confirmed. Based on investigation, the root cause was attributed to be user related. The failure was caused by too much force during drilling (possible inadequate angulation). The device inspection revealed the following: the tip of the returned drill bit is indeed completely broken / snapped off. Note that the cutting edges are blunt / damaged as well, which indicates that too much force had been applied (possible inadequate angulation during drilling) or that the drill was not in good working order. The close up views, done by the microscope, indicating though that the surface of the breakage is homogenous which again indicate conformity to the given specification (powerful dynamically overload during use). A review of the device history for the reported lot did not indicate any abnormalities. Note that a corrective action has already been initiated which is addressing such breakages. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
During acetabular impaction bone graft surgery, the drill bit broke and was left inside the patient when drilling 2nd screw hole. Since it was impossible to retrieve the broken drill bit, the surgery was continued with another drill bit.